Event description:
It was reported that the patient presented to the emergency room three days post implant with pericardial effusion. A diagnosis of perforation was not charted. Function was normal when checked, and no intervention was taken. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: a2dr01 implantable pulse generator (ipg): (B)(6) 2013, 5086mri45 implantable pacing lead (B)(6) 2013. (B)(4).